Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shut off. The unit was swapped out with another and when returned to biomed batteries had been depleted. There was no patient harm reported.

Manufacturer narrative:
Additional information: (event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the ac cord and also replaced the batteries as precaution, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.